Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No constant no delivery alarms noted during testing. Device functioned properly. Device received with minor scratched lcd window, cracked lcd window corners, cracked lcd window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer mention symptoms of their blood glucose levels such as diabetic ketoacidosis. The customer was treated with IV drip and injections. Customer's current blood glucose value was 214 mg/dl and the blood glucose was over 500 mg/dl at the time of incident. Troubleshooting was performed. The customer was hospitalized and blood glucose value when admitted to hospital was over 500 mg/dl. The customer complained about hyperglycemia and diabetic ketoacidosis. Customer was wearing the insulin pump at time of hospitalization. Drive support cap appears normal. Customer reports insulin exited at the qr. There were no leaks or air bubbles. Customer not perform the high pressure test. Customer was explained about the 2 high blood glucose rule. The product was returned for analysis.